Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient who experienced inaccurate cylinder readings during cataract surgery with intraoperative aberrometry. The surgeon trusted the system and implanted a non toric lens which resulted in post op cylinder of 1.5 to 2 diopters. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the aberrometer was replaced as a preventive measure. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. Per the sample evaluation, the aberrometer was found to meet specification related to the reported event. As the aberrometer was found to meet specification related to the reported event, the root cause is unable to be determined conclusively. (B)(4).

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).